Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a mentor siltex round moderate profile 3000cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 8/29/2018, mentor received additional information: explantation date: (B)(6) 2018. The patient underwent unilateral removal and replacement with a mentor siltex round moderate profile 300cc saline prosthesis on (B)(6) 2018; catalog # 3542645, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/4/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 9/4/2018, mentor received additional information: date of event: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. The device history record (DHR) for the lot number 7316550 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).